Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. This was discovered after use. The following information was provided by the initial reporter: saline leaked from the ex-tubing of nexiva 20g.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit, no needle or packaging was present, and a needleless connector. In addition, four photographs were submitted which displayed similarities to that of the returned unit. Upon visual inspection of the unit, damage to the tubing was observed approximately ¾ in off the adapter. In order to determine if the damage allows for leakage a leak test was performed. Leakage was observed at the point of damage. The unit revealed to have a cut/damage at the extension tubing of each unit. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a damaged pallet. The tubing was pinched between the gripper fingers and the pallet. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. This was discovered after use. The following information was provided by the initial reporter: saline leaked from the ex-tubing of nexiva 20g.